Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) "stent kinked". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during a biliary drainage procedure performed on (B)(6) 2016. According to the complainant, during unpacking, it was noted that the pigtail part of stent was kinked. The procedure was completed with another advanix biliary double pigtail stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".